Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection and perforation occurred during a procedure with a csi orbital atherectomy device (oad). The target lesion was located in the right coronary artery (rca) which was 99% occluded. The physician used a 5fr introducer sheath, choice pt wire and a 2.5mm over-the-wire balloon to access the lesion. The choice pt wire was exchanged for a csi coronary viperwire guidewire and the csi oad was loaded onto the guidewire. The physician successfully completed one run at low speed. During the second run at low speed, the patient's heart rate started to decline. Additional fluids and atropine were administered, and the heart rate returned to baseline. The csi oad was removed and angiography revealed a dissection 30mm from the ostium. A 3.5mm balloon was inflated to 15atm several times through the proximal and mid sections of the vessel. The balloon was removed and angiography revealed that flow had been re-established in the rca, but a perforation was noted. An attempt to cover the perforation with a graftmaster stent was made, but was unsuccessful. The 3.5mm balloon was re-inserted and inflated two times for five minutes each time which resolved the perforation. The physician then completed the intervention via balloon angioplasty. The patient left the cath lab in stable condition. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility and the lot number was not recorded. An analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. (B)(4).